Event description:
It was reported that the system fluorostar 7900's dosage output exceeded the limit in the lateral position. There was no adverse involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Repeat measurement of leakage radiation fell within specification. The system was tested and found to be working as intended and placed back into service.